Manufacturer narrative:
Additional information was received that the implant was performed via a surgical cut-down of the right common femoral artery. Per the physician, the stenosis at the access site was likely due to the suture technique used to close the surgical cut-down. No additional adverse patient effects were reported. Updated code: the eval method and conclusion codes have been updated in h.6 conclusion: the delivery catheter system (dcs) was not returned for analysis. A review of provided images confirmed the presence of stenosis at the right common femoral artery. The reported dissection could not be confirmed by the provided imaging. Vascular access related complications are a known potential adverse patient effect per the evolut system instructions for use (IFU), and are typically related to patient factors (anatomy, comorbidities, etc.), and/or procedural effects (sheath used, user technique, puncture cut location, etc.). Based on the information available, an assignable root cause of the vascular complication cannot be determined and the relationship to the dcs could not be established. There was no information to suggest a device malfunction or a failure to meet manufacturing specifications was related to this event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID evolutpro-29; product lot/serial number (B)(6); product type: heart valve; implant date (B)(6) 2018; explant date na; product ID l-envpro-16; product lot/serial number unknown; product type: compression loading system; implant date na; explant date na updated data: b5, b6, d10, g1, h6 select patient information cannot be documented in the report due to regional privacy regulations. H6. The codes present in section h6 correspond to multiple components/products that comprise this reported event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that during the implant of the valve, a nose bleed occurred. A nose tamponade was performed. The nosebleed resolved. The cause of the nose bleed was unknown but could have been due to the nasogastric (ng) tube. The hemoglobin (hb) level was measured at 12.7 grams per deciliter (g/dl) and later at 12.2 g/dl. Prior to the procedure hb was 15.4 g/dl. One day after the procedure, the hb was 10.9 g/dl and subsequently measured at 11.5 and 11.6 g/dl on following days. Per the physician, the bleeding did not have any relation to the valve or valve implant procedure. Additionally, the physician now indicated that the blood pressure decrease was causal to the valve and procedure. The stenosis of the right femoral access site was reported as causal to the delivery catheter system (dcs) and procedure. The pericardial effusion was reported causal to the procedure.

Manufacturer narrative:
Product analysis: the device was not returned, therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information following the implant of this transcatheter bioprosthetic valve with this delivery catheter system (d cs), stenosis at the puncture site of the right femoral artery was present. The puncture site was opened which revealed plaque rupture and a localized dissection. The vessel was reconstructed with a patch. No additional adverse patient effects were reported.

Manufacturer narrative:
D3. MFR name updated to medtronic heart valves division. H6. Patient codes e2328 and e2013 added. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Corrected data: b5. Additional information was received that corrected the b5. Section of the previously submitted supplemental additional information medwatch. Additional information was received that vascular access for the valve implant was achieved via the right femoral artery. Following the implant procedure, stenosis was noted at the access site. A surgical cut-down procedure was performed which identified a plaque rupture and a localized dissection. Per the physician, the dcs may have caused or contributed to the dissection. No additional adverse patient effects were reported. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.